Event description:
Healthcare professional reported right side intracapsular rupture with "fold, waves and rotation" diagnosed by ultrasound. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch#: 1. Aware date should have been listed as 27jul2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6); fax: (B)(6); additional email: (B)(6).

Event description:
Healthcare professional reported right side intracapsular rupture with "fold, waves and rotation" diagnosed by ultrasound. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of deformation and crease folding of implant was not observed. The event of malposition is not able to be observed as it is a physiological complication.

Event description:
Healthcare professional reported right side intracapsular rupture with "fold, waves and rotation" diagnosed by ultrasound. The device has been explanted, replaced, and discarded.